Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the legacy full height drawer 2 had a failed cubie. A field service engineer inspected pocket e3, which had been removed, but the station would not allow recovery. An empty cubie was placed in the same position, which initially allowed recovery, but upon release it registered a failure with the message "cubie was not released." When the original cubie was reinserted, recovery was allowed but again failed upon release. Dropping down to windows and running diagnostics showed that attempting to pop all cubies resulted in the error "rowboardnakerror." The station was powered off, and the retractor band cable was replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failure caused by sticking. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.